Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "·when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead." Olympus will continue to monitor field performance for this device.

Event description:
There was a 10 minute delay with no patient harm or injury.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition, the needle broke and fell off. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the single use aspiration needle when retracting in the sheath, the needle did not want to go back to its original position. The needle was stuck in the metal piece at the distal end and did not move anymore. The event occurred during a diagnostic endobronchial ultrasound procedure. The procedure was completed with a similar device. There was no patient harm associated with the event. The device was evaluated, and it was found that the broke off and fell. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.